Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a mini gastric bypass procedure, after firing, gun would not open completely. Device was closed, locked, fired, and would not open. Device was locked on tissue. It was possible to get device out patient, but device was not good enough to use anymore. The knife reverse switch an manual override were not attempted. It is unknown if the jaws eventually opened. Another gun was used. There was no change to procedure or post-op patient care and patient status is good.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5at2j. Investigation summary. The analysis found that one plee60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.